Event description:
Nature of product incident: the blade did not cut from the outset, but forced into the eye. Since the eye distorted so much, the resultant external incision was skewed requiring two stitches and the or team to reposition.